Event description:
It was reported that the patient was in chronic atrial fibrillation. The right atrial (ra) lead had undersensing. The lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: sdr303b implantable pulse generator (B)(6) 2000; 5068-58 implantable pacing lead (B)(6) 2000. (B)(4).